Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the stent was returned partially deployed from the distal end of the outer catheter. The stent was inspected and noted to be undamaged. The stent stabilizer was inspected and was undamaged. The delivery (outer) catheter was inspected and there was minor deformation just proximal to the bumper. During the functional inspection for 'stent failed/unable to deploy', the system was flushed and the partially deployed stent was advanced. During this process slight resistance was noted between the stent stabilizer and the outer catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent failed/unable to deploy' was confirmed during analysis. The analysis results are consistent with the reported event. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that there was no damage noted to the packaging prior to opening the packaging. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'resistance was encountered when deploying the subject stent at the target site (left va) and made it difficult to deploy. So, the stent was removed and replaced with a new one, and treatment was completed successfully'. The stent was returned for analysis partially deployed from the distal tip of the delivery catheter. Once the system was flushed the stent was successfully deployed with slight resistance/friction noted. Once deployed the stent was noted to be undamaged. The stent delivery catheter had a minor deformation (flattening) towards the distal end and the stent stabilizer was undamaged. It is possible that a combination of the vessel stenosis/calcification, the damage noted to the distal end of the outer catheter and some unknown procedural factor resulted in the user experiencing resistance while attempting to retract the outer catheter while deploying the stent. The reported 'stent failed/unable to deploy' and the analyzed 'stent delivery catheter flat/crushed', 'stent stabilizer/catheter friction' and 'stent partial deployment' will be assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The subject stent was returned for analysis and the device investigation revealed that the subject stent was partially deployed. No clinical consequences were reported to the patient due to this event.